Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data unavailable omnipod software app version: data unavailable operating system: data unavailable hardware: data unavailable cgm sensor type: data unavailable please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient experienced an elevated blood glucose level of 338 mg/dl accompanied by high ketones on (B)(6) 2026. At the time of reporting, she indicated that she was preparing to take the child to the hospital for medical evaluation; therefore, no information regarding diagnosis or treatment was available. Good-faith efforts to obtain additional information are ongoing. If additional information is obtained, a supplemental report will be submitted.